Event description:
While attempting to load the catheter on the 0.014 wire, the catheter became very difficult to thread. The physician attempted to pull it off the wire with great force. The catheter came apart into two pieces with part of the wire remaining in the catheter. The catheter never entered the pt's body.

Manufacturer narrative:
Upon receipt of the catheter, a team consisting of research and development, mfg engineering, quality, and regulatory met to evaluate the returned catheter. The distal end of the shaft was separated just distal of the exit port skive. The inner lumen, distal shaft and microcable were separated such that there were two completely separated pieces of the catheter. The catheter was 'accordioned' proximal to the scanner. Although the device did not cause or contribute to an injury, a report of a catheter tip detachment can have serious consequence; therefore, this report is being submitted as a notification.